Event description:
Spirit combo insulin pump shows e8 power interrupt and customer cannot snooze alarm as check button is non-responsive. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.